Event description:
It was reported that prior to inserting the stent into the sheath, it was noted that one of the shunts of the stent was exposed. The entire system was discarded and another unk stent was used. There was no pt involvement. No add'l info is available.

Manufacturer narrative:
The device was not returned; however, the lot was reported. Review of the device history record for this lot did not produce any findings relevant to this report.